Event description:
Customer reported that she has noticed that the sensor cannula is bending and therefore sensor not functioning properly. Customer stated that she received calibration errors twice on past week. She had the sensor inserted only for two days and had to replace it. She also sated that there have been variances between the sensor glucose and blood glucose readings mostly during sleeping at night. Customer declined to troubleshoot. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge